Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead and ICD, as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The ICD was subjected to a thorough analysis. The ICD was interrogated, revealing the battery status mos1. 19 charging cycles were documented. The memory content of the device was analyzed. In agreement with the complaint description, the analysis revealed that the ICD detected three vf episodes on (B)(6) 2018, which resulted in one delivered and five aborted shocks with a shock impedance of less then 20 ohms. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler syndrome, subclavian crush syndrome, or other lead insulation damages. Therefore a potential damage of the ICD lead used with this device should be taken into consideration. Next, the ICD was subjected to an electrical analysis. First, the impedance measurement functions of the device were tested and proved to be fully functional. The measured impedance values were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD proved to be fully functional. There was no indication of a device malfunction. The clinical observation resulted presumably from a lead damage.

Event description:
Ous MDR - after an implant period of approx. 123 months, it was reported that on the (B)(6), a vt episode in the vf zone occurred and the device tried to deliver the shock 5 times after the ineffective pre-charge atp. It was observed that the shock impedance value was <20 ohm and the shocks were not delivered.